Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The photo was evaluated and the indicated failure mode of underfill was observed as the photo shows 3 edta tubes where one out of 2 tubes has small amount of blood inflow. Additionally, 20 retention samples from the bd inventory were functionally tested with no issues as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the healthcare worker was performing blood collection, 3 edta tubes did not contain vacuum and did not aspirate blood/did not fill at all. This happened during the same blood collection."